Event description:
Event description cpi received information that within 1 week after implant, this ventriclar pacing lead exhibited intermittent loss of capture, a decrease in 'r' wave amplitude and some increase in impedance. Chest x-ray could not confirm dislodgement, but the lead appeared possibly too short to provide flexibility. On jan. 5th, the device was reprogrammed to aai. Three weeks later the physician opted to replace, rather than reposition, the lead.